Manufacturer narrative:
Device analysis: returned product consisted of the cuff, balloon and pump for the ams 800 urinary control system. The devices were visual and functionally tested. There was a leak in the cuff at the shell fillet junction due to wear at the fold from the outside in. There was no leak or damage to the balloon. The pump was contaminated and was not able to be tested. The reported issue was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.